Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy with many potential etiologies. However, the most common cause for peritonitis in pd patients is a breach in aseptic technique/touch contamination of the pd system, including the pd catheter by the patient. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a patient on peritoneal dialysis (pd) was hospitalized relating to pd. There were no reported allegations of any product issues associated with the event. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which was positive for candida. It was reported that the patient is being treated for fungal peritonitis with intravenous vancomycin and fortaz (dose not provided). Additionally, the nurse stated that the patient is having the pd catheter (not a fresenius product) removed and will be transitioned to hemodialysis for renal replacement needs. The patient is recovering from the event but remained hospitalized at the time follow-up was performed, per the pd nurse. The pd nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.

Event description:
A nurse reported that a patient on peritoneal dialysis (pd) was hospitalized relating to pd. There were no reported allegations of any product issues associated with the event. In additional follow-up, the patient¿s pd nurse reported that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. The nurse stated the patient had a pd culture obtained (in the hospital) which was positive for candida. It was reported that the patient is being treated for fungal peritonitis with intravenous vancomycin and fortaz (dose not provided). Additionally, the nurse stated that the patient is having the pd catheter (not a fresenius product) removed and will be transitioned to hemodialysis for renal replacement needs. The patient is recovering from the event but remained hospitalized at the time follow-up was performed, per the pd nurse. The pd nurse was not able to identify the exact cause of the peritonitis. However, the nurse confirmed the patient did not have any fluid leaks or malfunctions with the fresenius cycler in relation to the peritonitis event.

Manufacturer narrative:
Correction: g.4. Additional information: d.9., h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.